Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges pain, suffered from injuries, anxiety, toxicity of metal in the body and inability to perform daily activities. It was also reported that the defective asr hips were converted to a non metal on metal bearing by exchanging her femoral head and implanting a dual mobility polyethylene insert. Doi: (B)(6) 2009: dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
In addition to what were previously reported. After review of medical records the patient was revised due to pseudo-tumor and leg length discrepancy. Pathology reported tissue reaction to particulate implant material as diagnosed as inflammatory implant reaction consistent with immunologic reaction, necrotic debris, bursae are identified, greenish material consistent with corrosion. Clinical visit alleged fluid collection in the hip, left worse that right, stiffness, decrease mobility, limit patients activities such as walking and exercised. Doi: (B)(6) 2009, dor: (B)(6) 2017, right hip.

Event description:
After review of medical records, it was reported that the patient underwent a bilateral hip revision to address trunnion related failure with corrosion and metallosis. Patient experienced swelling, pain, elevated metal ion levels and synovitis. Revision note reported corrosion and a large psoas bursa. There were no lab results provided. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.